Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A DHR review has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained screwdriver to the responsible department for evaluation. The investigation shows no fatigue of the material. The external calibration report shows a too long recovery time at the holding phase steam sterilization. A possible reason could be a loose connection to the measuring sensor with the instrument, a defective thermocouple, or lack of the sterilizer. The handle material we use since a long time and we do not get any complaint by the market. The measurable dimensions of the deformed instrument were checked as far as possible and found to be in compliance with the technical specification.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: this item did not pass the validation of sterilization, due to temperature and time. A representative from (B)(6) claims that this often happens when this type of device is worn out.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.